Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that approximately one week following implant a system check found the thresholds on the right ventricular (rv) implantable defibrillation lead were increasing. Subsequently the thresholds continued to increase and insufficient sensing was noted with dropped beats occurring during defibrillation threhold (dft) tests. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was also reported that lead output had been increased prior to lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.